Event description:
According to the reporter, prior to procedure, while trying to load the handle while preparing, it did not load. The handle was tested with chargers and it did not charge. Battery charger light was illuminating in red. The charger did not work with another handle. A different device was used to resolve the issue. There was no patient involved. Medtronic's evaluation of the device found that one of the battery cells were found to be vented.

Manufacturer narrative:
D10: concomitant medical product/s: sigsbchgr sig power sigsbchgr one -bay charger, serial #:unknown. H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. The battery data was analyzed. It showed the vimr, voltage imbalance at rest, bit was set to fail. Analysis of the extracted gg file showed a difference between the cell voltages of 200 mv. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause was traced to a component failure. During the investigation a secondary condition of vented battery was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found one of the battery cells vented. The root cause of the observed vented battery cell was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.